Event description:
It was reported to philips that intermittently the system could not emit x-ray, and the image was flickering / freezing. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a planned neurovascular treatment procedure. The procedure was completed as planned after the system was restarted. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the system logs found intermittent interruptions in the image processing pc (ippc) communication. The fse reconnected the ippc board and cables and re-downloaded the ippc software. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.